Event description:
It was reported that the lead was oversensing. It was also reported that the lead had a mass affixation and could not be repositioned. The paced/sense partion of the lead was abandoned and replaced and the high voltage portion of the lead is still being used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.